Event description:
Initially, the diabetes educator called for assistance in reviewing the basal rates. The educator then sated that the customer was hospitalized for diabetic ketoacidosis. The educator had no further information about the event, and she was not with the customer at the time of the phone call. Advised the educator to call back for troubleshooting when possible.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.